Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During the interrogation, the right atrial (ra) lead exhibited loss of capture and noise over-sensing in which resulted in automatic mode switch (ams) episodes. The right ventricular (rv) lead exhibited a crosstalk oversensing in which led to pacing inhibition and loss of capture. Both ra and rv leads were capped and replaced on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.